Manufacturer narrative:
Product analysis: the product was discarded and not returned; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve-in-valve into the previously implanted medtronic surgical valve, upon deployment to 80% the patient¿s blood pressure dropped. It was determined that the left main coronary artery was shut down. The valve was recaptured and removed from the patient. The patient went on bypass. It was determined that some calcium broke off and caused the occlusion. It was decided to stent the left main, left anterior descending, and circumflex arteries. A different transcatheter bioprosthetic valve and delivery catheter system (dcs) were used to successfully complete the procedure. It was reported that the cause of the occlusion was not clear and not attributed to the device. No additional adverse patient effects were reported.